Event description:
It was reported that upon a pocket revision, it was noted that the patient developed a hematoma. The procedure was abandoned. On (B)(6) 2015, a pocket evacuation cleaned out the hematoma. The device remained implanted and the patient was stable post procedure.

Manufacturer narrative:
(B)(4).